Event description:
This case reported by a health care professional via a therakos company representative through a discussion at a meeting, concerns a female patient with a history of chronic graft vs. Host disease. In 2006, the patient died one hour following an extracorporeal photopheresis (ecp) treatment. The patient was in a severely fragile condition accompanied by severe liver involement and very high triglyceride levels. The patient's hematocrit was 35 and platelets were 84. Treatments occurred twice per week. It is the opinion of the treating physician that this death is not related to the ecp procedure, methoxsalen, or xts device. The treatment was uneventful and the patient had 10 prior successful treatments. An autopsy will not be conducted as the death was expected, given the patient's condition.

Manufacturer narrative:
Medical professionals have determined that this event is unrelated to the device.